Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 400 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field such as MRI. The customer did not reported a motor position encoder error alarm. The customer is assisted in performing pump rewind but got a motor error alarm. The customer stated that the pump is disconnected during MRI. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return the pump with battery and zero out basal rates.

Manufacturer narrative:
The pump failed the displacement test, and was followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. The pump was received with minor scratches on the lcd window.